Event description:
It was reported the video scope presented an abnormal image. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section appearance failed because a component failure of the outer tube / light source test result failed caused by a component failure of the lg bundle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electronical component failure could not be determined. The most likely cause is a random failure. This event is caused by a component failure of the outer tube. The outer tube failure is a mechanical problem, but the cause of the outer tube failure could not be determined. The most likely cause is some kind of excessive force. This event is caused by a component failure of the lg bundle. The lg bundle failure is a light transmission problem, but the cause of the lg bundle failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section appearance failed because a component failure of the outer tube / light source test result failed caused by a component failure of the lg bundle a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event is caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.